Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in out-of-range impedance values. The device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update evaluation coding.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy pacemaker (crt-p) exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Two signal artifact monitoring (sam) episodes were recorded. The first episode was due to oversensing of atrial fibrillation. The second episode was due to oversensing of the minute ventilation (mv) signal on the right ventricular (rv) channel. This resulted in the mv feature being automatically disabled. There was left ventricular (lv) impedance measurements of greater than 3000 ohms, but it was noted that this was likely due to the programming of the lv pacing configuration including the rv lead. A chest x-ray was performed which showed evidence that the rv lead was not fully inserted into the device header. The device remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in out-of-range impedance values. The device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy pacemaker (crt-p) exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Two signal artifact monitoring episodes were recorded. The first episode was due to oversensing of atrial fibrillation. The second episode was due to oversensing of the minute ventilation (mv) signal on the rv channel. This resulted in the mv feature being automatically disabled. There was left ventricular (lv) impedance measurements of greater than 3000 ohms, but it was noted that this was likely due to the programming of the lv pacing configuration including the rv lead. A chest x-ray was performed which showed evidence that the rv lead was not fully inserted into the device header. Additional information was received which reported that a lead revision was performed. During the procedure it was found that the rv lead was not fully inserted into the device header. Once inserted fully, the high rv and lv pace impedance measurements corrected. Ultimately, the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received which reported that a lead revision was performed. During the procedure it was found that the right ventricular (rv) lead was not fully inserted into the device header. Once inserted fully, the high rv and left ventricular (lv) pace impedance measurements corrected. The device remains in service. No additional adverse patient effects were reported.